Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). The action taken with the dianeal therapy was not reported. During a call with baxter customer service, the following was reported. On an unreported date, the patient got sick from the caregiver as the caregiver was sick. Due to which on (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Additional information was received by the nurse on (B)(6) 2012. The nurse clarified that the patient initially had an exit site infection (start date in (B)(6) 2012). The exit site culture grew "multiple organisms; the patient developed peritonitis after the exit site infection. The peritonitis start date was on an unknown date in (B)(6) 2012, not the initially reported (B)(6) 2012. The patient was hospitalized for exit site infection and peritonitis in (B)(6) 2012 but did not know the exact hospitalization dates. The pd catheter was removed and the patient permanently switched to hemodialysis during hospitalization. The cause of the exit site infection and peritonitis were unknown. A batch review was conducted on potentially associated lot number: 12a17h25 and 12a17h25 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.